Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 493, 467, 354 and 428 mg/dl; customer also reported the meter was giving a high result of 475 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/14/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 493 mg/dl, date: (B)(6), time: 11:21am fasting; result 2: 493 mg/dl, date: (B)(6), time: 6:41 am fasting; result 3: 467 mg/dl, date: (B)(6), time: 4:26 pm fasting; result 4: 354 mg/dl, date: (B)(6), time: 10:13am fasting; result 5: 428 mg/dl, date: (B)(6), time: 10:11am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 06-apr-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she was unable to wait for receipt of the replacement products and that her doctor had ordered her a new meter. Customer stated she received the replacement products yesterday but has not used them, as she had obtained the new meter from the pharmacy. Customer reported medical intervention since the last call, stating due to symptoms she had gone to the hospital on 04/01/2023. Customer was still using the alleged defective device at the time. Customer stated she had been vomiting and had called the ambulance. Customer stated her blood glucose was 700 mg/dl. Customer stated that tests had been performed and it was discovered there were other health issues going on. Customer was discharged from the hospital on 04/05/2023. Customer stated that she was unable to continue with the call as she had to go lay down; customer did not disclose reason she had to go lay down. Note 2: manufacturer contacted customer in several follow-up calls to ensure the initial concern had been resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 18-may-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.